Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. Black particles had clung to a filter. There was no report of serious patient harm or injury. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. There air inlet path assembly was evaluated and black foreign matter and something like oil appeared to have leaked on the air intake of the blower. Black foreign matter was also confirmed in the inside of the transition tube blower. The device's air inlet path assemble needs to be replaced to address the issue.